Manufacturer narrative:
Initial

Event description:
It was reported that an ilet pump battery depleted overnight and the device displayed ¿low battery charge now therapy stopped,¿ after which the user observed a blue charging indicator that then went black and the pump was not warm; subsequent charging resumed later, and the device began charging as expected, indicating a potential premature battery discharge involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and no problem detected, despite the reported premature discharge of the battery. It was concluded, based on previously established findings for similar reports, that the cause was no problem detected.